Manufacturer narrative:
A getinge field service engineer (fse) evaluated the iabp unit and to fix the issue, the fse replaced batteries and the coiled iabp cable. The unit passed complete pm with full calibration, functional and electrical safety test(s) to factory specifications. The iabp was then released to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an intermittent display failure and that the pigtail cable was bad. It is unknown under which circumstances this event occurred; however there was no patient involvement, thus no adverse event was reported.

Manufacturer narrative:
.